Event description:
Baxter affiliate reported "machine was not alarming when it was supposed to causing the infused air not to be detected." The nurse reported the pump did not alarm for air until the entire tubing was full of air. No visual or audible alarm was present. There was no report of pt injury or need for medical intervention. Info regarding pt demographics, set up of the device, or medication involved was not provided.